Event description:
It was reported that the autoclavable camera head was not functional. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit, the endoscopic image cannot be displayed, detachment of cable unit. A root cause could not be identified. Based on the results of the investigation, water leak in cable unit, the endoscopic image cannot be displayed, detachment of cable unit due to cause traced to component failure while not functional due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.